Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Philips received a report that, during a service action at the magnet, a trained philips engineer sustained serious cryogenic burns on his right hand.

Manufacturer narrative:
This was an accident that happened during a service action. Review of the executed actions steps showed that the engineer did not wear the required cryogenic gloves. (B)(4). Reason for no evaluation: from the problem description and information received it was clear that this was an error made during a service action.

Event description:
Philips received a report that, during a service action at the magnet, a trained philips engineer sustained serious cryogenic burns on his right hand.